Event description:
Pt has a st jude ICD which was interrogated on (B)(6) 2017, battery longevity at that time was approx 7 yrs. He presented to the office for f/u on (B)(6) 2017, attempted to interrogate his device using 3 programers, however unable to communicate with device. St. Jude rep (B)(6) evaluated pt in the office and attempted to communicate with the device himself, however unsuccessful, call placed to tech support after a series of troubleshooting recommendations was not able to communicate with device, and their recommendation was to replace the generator. Pt was sent to the emergency room and underwent ICD generator change for presumptive early battery depletion.